Manufacturer narrative:
Externalized conductors due to internal insulation abrasion were noted at 50.2-55.1cm from the connector pin. The etfe coating was abraded at this location. Internal insulation abrasion was noted at 31.4-32.0cm, 36.5-37.1cm, 38.9-40.0cm, 54.8-55.2cm, and 55.3-55.4cm from the connector pin. The etfe coating was intact at these locations. Internal insulation abrasion under the rv shock coil was noted at 59.2-59.3cm, 59.6-59.7cm, 59.7-60.1cm, 60.6-60.7cm, 61.1-61.2cm, and 61.4-61.5cm from the connector pin. The etfe coating was intact at these locations. Internal insulation abrasion under the rv shock coil was noted at 59.0-60.5cm from the connector pin. The inner coil was exposed and etfe coating abraded at this location, consistent with the field observation of loss of capture.

Manufacturer narrative:
(B)(4).

Event description:
It was reported there was a case of externalized conductors when the patient presented in the clinic for normal followup. The patient was asymptomatic. The electrical function of the lead was tested and reviewed; electrical anomalies were noted, including intermittent loss of capture at high output mode. The lead was explanted and replaced without any incidence. The patient tolerated the procedure well.